Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump was not delivering all of the insulin in the chamber. There was no reported impact to customer's blood glucose. Customer declined to follow up with tandem technical support.